Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were coma and also experienced hypoglycemia. Customer¿s blood glucose level was unknown. Customer also reported that the blood glucose had gone high and then low and insulin pump was alarming and so they discontinue it. The insulin pump will not be returned for analysis.